Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: undesirable breast appearance, breast ptosis. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with two 550cc mentor memorygel breast implant prostheses and experienced bilateral breast ptosis and right-sided rupture postoperatively. Due to undesirable breast appearance and breast ptosis, the patient underwent bilateral removal and replacement with two 320cc sientra gel breast implants on (B)(6) 2022. Upon explantation, the right-sided device was found to be ruptured. This report is for the right-sided prosthesis.

Manufacturer narrative:
On april 19, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 550cc breast implant was found to be ruptured. A thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).